Manufacturer narrative:
An evaluation of the kangaroo pump was performed. The initial service tech found that the screen was not legible however the failure investigator was unable to confirm this issue; the failure investigator found that although the display had faded lines, it was still legible/readable. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2018 the service tech found the pump to have lines through the screen rendering it not legible.